Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a company field representative called to report that a previous subcutaneous implantable cardioverter defibrillator (s-ICD) device check, the device coudl not be interrogated. The field representative observed an unknown error message. At the next follow-up, the rep was successfully able to interrogate the device. Boston scientific technical services (ts) discussed the root cause could have been emi, but could have also been related to the device having the new software v4.01 updated and the programmer still having the old software. No further issues have been reported.